Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured at 10 atmosphere. The device was completely removed. The procedure was completed with a different device. No patient complications were reported.